Event description:
Lap sponge ring detached from sponge and was discovered missing during ob procedure or count. The ring was located in the patient's abdomen and successfully retrieved prior to procedure conclusion with no adverse side effects associated. The complaint lap sponges were medical action industries branded; however, the sponges were manufactured by (B)(6). The mw5066602 was received from FDA for this occurrence as well.